Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) reviewed and noted large t waves could be possible lv loc and that this morphology is consistent on presenting egms over the past year. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead exhibited a prominent deflection on the lv electrogram (egm) however was not being sensed. Ts recommended confirming lv capture.